Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2017 that they were experiencing high blood glucose levels and insulin flow blocked alarm during bolus. Blood glucose level at the time of the incident was in the 300 to 400 mg/dl range. Customer stated the infusion set had been clogging up. Customer reports event was resolved by changing complete set (infusion set and reservoir). No product was returned for analysis.